Event description:
Patient was being treated for a large multilobed aneurysm of the left internal carotid artery, which included sections of the clinoid and supraclinoid region. The plan was to coil the distal supra clinoid portion with penumbra px400 coils followed by the pipeline device .the physician accessed the aneurysm using the penumbra (B)(4) microcatheter and tried to place the first coil. He manipulated the coil 3 or 4 times, but could not get the desired positioning of the coil . He chose to remove this coil because the microcatheter could not maintain access suitable for desired coil placement. The coil was removed successfully and resheathed in the introducer. The recapture of the coil was done by two additional physicians who were assisting with the case. The physician chose to steam shape the tip of the microcatheter, reducing the curve of the tip to facilitate access to the aneurysm. The microcatheter was now more like a 45 degree tip. He reintroduced the same coil and had approximately ¼ of the length of the coil inside the aneurysm. He tried to reposition the coil by pulling on the delivery system and noticed the coil had been released from the delivery system. He used a microsnare to successfully retrieve the coil. He completed the case using a microvention cosmos coil and placed 2 pipeline devices. The patient was still intubated when leaving the procedure area. In speaking with the physician after the case he described the following. When he initially accessed the aneurysm the first time, he noticed the coil felt "spongy" when trying to withdraw it from the aneurysm. Per our training, he knew to reposition the px400 microcatheter to alleviate the resistance. He told me he did this successfully a few times during his first attempt to place the coil. In the second attempt to place the coil he did not feel the "spongy" sensation and felt the coil was released without warning. The physician speculated, "the coil /system may have been damaged when the assisting physicians resheathed the coil."

Manufacturer narrative:
Results: both the coil and the pusher were returned separately. The coil proximal constraint ball is missing. The coil has several offset coil loops in the proximal end. The stretch resistant (sr) member that connects the coil to the proximal constraint ball is broken. The distal detachment tip (ddt) of the pusher is in its unreleased state, with the proximal constraint ball captured between the pull wire and the fulcrum structure. Conclusion: the unintentional release of the coil noted in the complaint is confirmed. The cause of the release was the breaking of the sr member at the core of the coil. The physician noted that the coil had been loaded into the catheter, partially inserted into the aneurism, removed and resheathed prior to its reloading, reinsertion and eventual unintentional detachment. Likely, while resheathing the coil, the coil loops became offset which in turn caused resistance. While advancing the coil against the resistance, the tensile strength of the sr member was exceeded leading to its break and unintentional release of the coil. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.